Event description:
It was reported that the patient had intermittent stimulation sensation and that she could only use the device every 2 days. The device was interrogated and was found to be at end-of-life (eol). Impedances were in the normal range. During the replacement surgery, the physician did not like the way the extension looked and "appeared loose". He elected to replace the extension but could not unscrew it from the lead even with all 4 screws taken out. When he pulled, the lead end at the extension came apart. The physician then replaced both the lead and extension in addition to the neurostimulator. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.